Event description:
It was reported that there was a stent dislodgement, however; there was no reported pt injury. The physician did not recall any specific case details, and refused to obtain the info. The account rep went into the cath lab to try and get further info. The cath lab staff did not recall and did not want to look into this issue to obtain info for rep. No further info is available on this event. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. There was no report of any damage to the stent delivery system or stent implant prior to use, suggesting that the stent dislodgement may have been a result of the procedure. Although a conclusive cause cannot be determined for the reported stent dislodgement, there is no indication of a product quality deficiency.